Event description:
During an angioplasty tight lesion procedure the balloon was inflated up to 19 atm's the balloon ruptured, circumferential tear, and upon an attempt to retrieve the catheter, the material at the tip of the catheter elongated and seperated due to the tight lesion. The seperated tip was then snared and successfully removed. No complications to the pt another balloon was utilized and the angioplasty was completed successfully.